Event description:
Patient¿s caregiver spontaneously calling to report pump will complete load process but will not complete fill tubing process. Medication is not filling the tubing, medication drop not appearing at the end of the tubing and the check mark is not appearing on the screen of the pump. Patient was able to successfully use backup pump. Pharmacy replaced malfunctioning pump. Sn unable to be obtained at the time of the call. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by patient/caregiver.